Event description:
It was reported that the coil protruded from the catheter tip when removed. The target lesion was located in the internal iliac artery. A 15mm x 20cm interlock-35 coil was selected for use. During the procedure, the coil and the delivery wire were prematurely detached in the catheter. The coil was then removed together with the catheter. However, it was noted that the coil protruded from the catheter tip. The procedure was completed with a different device. No patient complications were reported.